Event description:
It was reported that medical attention was sought after the end user received higher than normal blood glucose readings from her prodigy diabetes meter. The end user stated that the meter would power on periodically and that when she performed a blood glucose test she received a result of 120 mg/dl. She sought medical attention due to the fact that her blood glucose reading was higher but did not disclose the actual result. Several attempts were made to contact the end user for additional information in relations to this medical event which was unsuccessful. Therefore no further details are available.